Event description:
It was reported the patient received the following results within 15 minutes: 211 mg/dl and 101 mg/dl. The reading from user's guide meter (211 mg/dl) was compared to a reading from a professional's meter (101 mg/dl). The patient felt fine, no adverse event was reported.